Event description:
It was reported by the sales representative, that the patient has ms and flares up while using her bhs unit. The patient's doctor was contacted about this issue and the doctor chose to switch the patient to an orthopak unit. No additional patient consequences have been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
Investigation summary: the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The bhs controller was tested and it operates as intended. The failure was not confirmed for the reported condition of "bhs patient has ms and flares up when using unit". The controller was tested and operates as intended. Review of complaint history identified (6) total complaints from (aug 25, 2021) to (aug 25, 2022) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient has ms and flares up while using her bhs device. The patient's doctor was contacted about this issue and the doctor chose to switch the patient to an orthopak device. The replacement orthopak unit t38559 was given to the patient by the sales representative out of his inventory on hand. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6)2023. D11: medical product: unknown. D11: therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.